Event description:
The customer reported speaker had malfunction. It is unknown if there was sound. It is unknown if the device was in clinical use at time of event, no user or patient harm was reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating a speaker malfunction. Through good faith efforts it was determined that there was no issues with the device and the customer was requesting spare parts only. The device was not in clinical use at time of event.

Manufacturer narrative:
No analysis was performed as there was no allegation against the device. The customer wanted to order a speaker as a spare part request only. Based on the information available, there was no allegation of product deficiency, and the product was confirmed to be operating per specifications. This was a spare part request only. A review of the service history for this device shows the problem has not been reported again for this device. This is deemed not a reportable event with philips.